Manufacturer narrative:
The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.

Event description:
As reported for this event by the customer, during preparation for use the device did not power of up. There is no patient involvement and no harm reported to any patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed the monitor was unable to power on. The specific root cause of the monitor being unable to power on could not be determined at this time. Hit and scratch marks were found on the bezel and rear plates, scratches were found on the power switch, and rust was found on all video connectors of the main board; however, these defects are not considered severe enough to cause a potential adverse event. Olympus will continue to monitor field performance for this device.